Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and hyperglycemia. Troubleshooting was performed. The mother stated that the customer's blood glucose was normal at bedtime. The customer woke up vomiting, and her glucose level was 200mg/dl, but the customer's blood glucose was slowly going up. The mother called the doctor, and she was advised to give her daughter a manual injection. The mother treated her daughter and changed the infusion set. The mother stated that when the infusion set was removed the cannula was bent, it was stated that after the second injection, the customer was taken to the hospital. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.